Event description:
On or about (B)(6) 2004, patient was implanted with the lp filter. Patient had been hospitalized for deep venous thrombosis and a history of pulmonary embolism. It was decided that the patient undergo the implant to prevent complications associated with dvt. On or about (B)(6) 2017, (13 years after implant) the patient suffered from internal bleeding and eventually passed away due to this condition. An autopsy conducted after death allegedly noted the presence of deep vein thrombosis and pulmonary embolus.